Event description:
It was reported that two days after implant, this lead was observed to exhibit dislodgement on a planned computed tomography (CT) scan. The lead also showed no atrial sensing and no capture. The lead was then successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b2 field outcomes attrib to adv event was updated.

Event description:
It was reported that two days after implant, this lead was observed to exhibit dislodgement on a planned computed tomography (CT) scan. The lead also showed no atrial sensing and no capture. The lead was then successfully repositioned and remains in service. No additional adverse patient effects were reported.